Manufacturer narrative:
Batch review performed on 26 may 2021 lot 1811152: 320 items manufactured and released on 21-mar-2019. Expiration date: 2024-03-10. No anomalies found related to the problem. To date, 196 items of the same lot have been already sold without any other similar reported event. Clinical evalaution performed by medical affairs manager: acetabular component revision performed 2 years after primary cementless total hip arthroplasty in a (B)(6) year old woman. According to the report, the patient reported pain. No conclusion can be drawn from the single anteroposterior radiographic image provided. The reason of this event cannot be determined additional items involved in the event, batch review performed on 26 may 2021 ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1810797 lot 1810797: 320 items manufactured and released on 11-mar-2019. Expiration date: 2024-02-24. No anomalies found related to the problem. To date, 317 items of the same lot have been already sold without any other similar reported event. Liner: mectacer 01.29.410 ceramic liner ø 32 / e lot. 1810814 (the item is not registered in USA) lot 1810814: 227 items manufactured and released on 07-mar-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, 221 items of the same lot have been already sold without any other similar reported event.

Event description:
Hip revision surgery performed on the right side following anterior pain only, no infection or implant loosening. Cup, liner and head have been successfully revised 1 year and 11 months after primary.